Event description:
According to the reporter, during the procedure, the titanium cap did not provide a proper seal when screwed onto the adapter. It appeared that the screw mechanism (the thread) was defective. After the initial adapter failed, the customer tried three more adapters, taking them from new packages, but they all had the same issue. So, four units were used, but still no result. The customer indicated that the patient could not leave the or (operating room) table until the cap was properly fitted. Or time was normal. There was no leak. Nothing unusual was observed on the device prior to use. No other visible defects or damages were found on the product, as it could not be seen up front whether the connector would malfunction; they first noticed it when they tried to screw on the cap. No cleaning agent was used on the device. The catheter was not repaired. Tego was not utilized. They took a new connector (same product type) to see whether that one worked properly; extra material or packaging had to be opened as remedial action. The patient left the or with a connector that did function properly, and the procedure was completed. There was no blood loss. A blood transfusion was not required. No medical intervention or treatment was required for the patient as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the titanium cap did not provide a proper seal when screwed onto the adapter. It appeared that the screw mechanism (the thread) was defective. After the initial adapter failed, the customer tried 3 more adapters, taking them from new packages, but they all had the same issue. So, 4 units were used, but still no result. The customer indicated that the patient could not leave the or (operating room) table until the cap was properly fitted. Or time was normal. There was no leak on the eventually used connector. Nothing unusual was observed on the device prior to use. No other visible defects or damages were found on the product, as it could not be seen up front whether the connector would malfunction; they first noticed it when they tried to screw on the cap. No cleaning agent was used on the device. The catheter was not repaired. Tego was not utilized. They took a new connector (same product type and different lot number) on the next day to see whether that one worked properly; extra material or packaging had to be opened as remedial action. The patient left the or with a connector that did function properly, and the procedure was completed. There was no blood loss. A blood transfusion was not required. No medical intervention or treatment was required for the patient as a result of the event. There was no reported patient injury.

Event description:
According to the reporter, during the procedure, the titanium cap did not provide a proper seal when screwed onto the adapter. It appeared that the screw mechanism (the thread) was defective. After the initial adapter failed, the customer tried 3 more adapters, taking them from new packages, but they all had the same issue. So, 4 units were used, but still no result. There was leak. The customer indicated that the patient could not leave the or (operating room) table until the cap was properly fitted so longer or time. It was unknown at this stage how they eventually solved this. The catheter was not repaired. Tego was not utilized. There was no reported patient injury.

Manufacturer narrative:
Concomitant products: 8888415604, 8888415604 adapter adult tc2 x1 (lot#:2218100129), 8888415604, 8888415604 adapter adult tc2 x1 (lot#:2218100129), 8888415604, 8888415604 adapter adult tc2 x1 (lot#:2218100129) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.